Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of power connector on interface board. Analysis was unable to test for failed battery test alarm or communicate with minilink transmitter sensor due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer also reported that they received a failed battery test alarm. The customer's blood glucose was 5.9 mmol/l at the time of incident. The customer's blood glucose was 23 mmol/l at the time of call. The customer stated that the display went blank again at the time of call. The insulin pump will be returned for analysis.